Event description:
It was reported that during a procedure to treat a lesion in the proximal left circumflex artery with moderate tortuosity, moderate calcification and 99% stenosis, pre-dilatation was performed with an unspecified 1.5x12 balloon dilatation catheter. A 3.0x18 rx xience v stent delivery system (sds) was advanced with resistance, force was applied and the stent was implanted. Post stent deployment a distal edge dissection was observed. A 3.0x12 rx xience v sds was advanced and implanted to cover the dissection. The patient is doing fine and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.